Event description:
It was reported that loss of capture and dislodgment were noted on the patient's right atrial (ra) lead. The physician elected to explant the ra lead and replace it with a new lead. The patient was recovering following the procedure.